Event description:
Information received from the field notes that the patient was admitted to the cardiac care unit (ccu) after a syncopal episode caused the patient to fall. Interrogation of the device and patient movement appeared to cause changes in the programming. The patient's native rhythm was 24 bpm. The device was reprogrammed to vvi with a reported rate of 70 ppm but the ECG showed that the device was pacing at 58 ppm. A microprocessor download did not correct the pacing rate.